Event description:
The customer reported that the patient was on the operating table while receiving a procedure around the neck area. During the procedure, the doctor felt the pencil getting hot. The doctor saw a flame come from the drape area around the incision point. It apparently ignited under the neck and traveled up towards the ear area before being put out. The patient received a 1st to 2nd degree burn to the ear.

Manufacturer narrative:
Date of initial report: 10/12/2009. The site is investigating the incident, but has not reached a conclusion yet. The site stated that duraprep was used on the neck and neck area and prep fluid pooling was seen in the area. The site is aware that duraprep is flammable and warns: "do not 26-ml applicator for head and neck surgery." The site had a 3rd party check out generator and it was ok.